Event description:
The customer contacted abbott to report the inability to calibrate the axsym rubella igg assay and observed calibrator a rates too high. The customer stated they were using an alternative calibration curve and would perform comparative measurements. Abbott requested a fax of the calibration curve for eval. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.